Event description:
Erroneous evelated k+ results on single pt sample reported on a state profile phox plus (7.5). Sample repeated on a different analyzer gave result of 4.6. All otehr analytes did not change. No pt was treated and no pt injuries were reported. Lot 307065 was used on analyzer that gave high result. Lot 309278 was used on a analyzer that gave lower (correct) result.